Event description:
Customer reported opaque bubble layer (obl) during a procedure. Corneal ring broke through due to depth not deep enough. Suture was used at both corneal ring opening and where the ring broke through. Patient's pre-op best corrected visual acuity was 20/50+.

Manufacturer narrative:
Evaluation: amo's field service engineer (fse) was dispatched and performed preventative maintenance (pm). Alignment was good with no adjustment needed. Centration was good and the energies were verified. Fse checked z calibration. Fse melted 25% gel at .85uj bed, 8/8 spot/line. Gel cut, lifted and measured different thickness'' of gel. All were within specification. Fse checked keyboard number keys, and could not see a problem. System is performing to amo specifications. Amo's clinical development manager (cdm) spoke with the technician from the site. Tech stated after completing a corneal ring treatment on the intralase the printout stated the depth was 100um when they programmed 400um. Tech also stated that while the surgeon tried inserting the ring it perforated through the cornea. Cdm confirmed with tech the depth defaults were programed at 400um on both eyes in ring settings. Tech stated doctor was not able to complete the procedure and had sutured at both the opening of the incision and where the ring had perforated through the cornea. Doctor then placed a bandage contact lens on patients left eye. Tech stated the ring representative, doctor, and herself had confirmed the depth at 400um before they proceeded with treatment. Cdm spoke with the doctor regarding cause of 100um depth when allegedly 400um was programmed. Cdm discussed with laser tech on confirmation of treatment after the "proceed" button is hit. Patient was preop bcva 20/50 with gas perm lens secondary to keratoconus". The report should be stating "programming error". It is impossible for the intralase to cut a 100um channel when 400um was programmed. If the channel was cut at 100um, the intact segment, not due to its error, could easily penetrate thru the epithelium, if the surgeon was not extremely careful in its placement. Patient is doing well. Eye is healing well and about back to baseline. Customer went ahead with intacs in other eye without complication. Customer was going to revisit her left eye in about a month and consider intacs with manual tunnel creation. The intacs rings are manufactured by addition technology and the pn: 11600-450-150, ref: (B)(4).